Event description:
Pt was revised to address femoral loosening and poly wear. It was also reported that the pt had collateral ligament damage and instability.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the root cause of the reported device loosening and polyethylene wear. Provided info stated collateral ligament damage and instability were diagnosed, which could be contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.